Event description:
Following an MRI procedure, the device was observed to be in backup mode. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the device was not programmed to MRI settings prior to the MRI procedure. Also, high voltage therapy was not available while the device was in backup mode prior to being reprogrammed. No adverse consequences were observed.